Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an angioplasty interventional procedure using a 7f sheath. Reportedly, the device was advanced and deployed without issue. After lowering the lever during step 4, it was attempted to remove the device however, the device was stuck. A second attempt was made and the device was able to be removed without force. Manual pressure was applied to control the bleeding while a balloon was placed contralaterally. A non-abbott device was then used on both sides to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.